Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of motor error message was not verified. The event log showed high pressure alarms. Service replaced the motor as a preventative measure. The problem source is unknown.